Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion sensor test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of failed downstream occlusion test was not reproduced. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor was found out of calibration. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.